Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when the patient was on ventilator, pressor and feeding in a supine position head on bed. It was noted that the device was used intermittently for 10 days and the nurses would alternate between finger and forehead probe. The patient had acrylic nails and the finger probe would not always pick up. The patient had deep tissue injury and formed a scab which is clearly visible when the device was removed. The skin condition persisted until patient has been discharged. The patient have known allergies with hydrocodone and sulfa drugs.